Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The usb I/o kit was returned to the manufacturer for analysis. Analysis found that the usb was damaged and would not accept a usb cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the usb 3.0 port on the main cart was damaged. It was also found that the mouse was partially bent. No patient was present.